Event description:
Correction to b5 for information inadvertently left out of previous report:'it was reported that scope not program when it was plugged it in.'

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection. However, during device evaluation instead of b30 error, found an error e315 (non-compatible endoscope) due corrosion on connector. Based on the results of the investigation, the most probable cause of the complaint is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the¿subject device exhibited a b30 error. ¿the issue was found during set up/inspection for use. There were no reports of patient involvement.